Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The biomed replaced the ntc 2 and ntc to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) reported a 2008t hemodialysis machine that had no temperature in setup or heat disinfect. The biomed tech replaced the ntc 2 and ntc 3 sensors to resolve the machine issue. The ntc 2 sensor had a crack in the casing and the sensor on the end of ntc 3 had "burnt out" and looked physically burnt. The machine was repaired and back in service and there was no patient involvement associated. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical enginner (biomed) reported a 2008t hemodialysis machine that had no temperature in setup or heat disinfect. The biomed tech replaced the ntc 2 and ntc 3 sensors to resolve the machine issue. The ntc 2 sensor had a crack in the casing and the sensor on the end of ntc 3 had "burnt out" and looked physically burnt. The machine was repaired and back in service and there was no patient involvement associated. No parts were available to be returned to the manufacturer for evaluation.